Event description:
It was reported that approximately 6 years and 4 months after a patient had a transcatheter aortic valve implanted, they re-presented to the hospital with symptoms and findings consistent with a st-elevation myocardial infarct (stemi). Subsequently, the patient received a primary coronary intervention (pci). While this intervention was being carried out, wiring interacted with the previously implanted aortic valve, causing a leaflet to tear. In turn, regurgitation of the valve was then identified of unknown severity. A valve-in-valve (viv) procedure was then planned to treat the regurgitation with the use of a non-medtronic valve. Per the physician, the cause of the torn leaflet was due to the wiring during the stemi pci. Additional information was received that the regurgitation was severe central aortic regurgitation. The torn leaflet and regurgitation occurred during the stemi when attempting to re-engage the left anterior descending (lad) artery. Per the physician, the torn leaflet caused the regurgitation. Per the physician, the valve did not cause or contribute to the stemi. Additional information was received indicating that 6 years and 5 months following the valve implant, a 23mm non-medtronic valve was implanted valve-in-valve. Additional information was received to clarify that the interventional wire used interacted with the valve leaflet when attempting to engage the coronary artery during the stemi pci.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that 6 years and 5 months following the valve implant, a 23mm non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A second paragraph was added. H6. Annex a code was added. Additional codes were added. Corrected data: b3. Date of event was erroneously omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 4 months after a patient had a transcatheter aortic valve implanted, they re-presented to the hospital with symptoms and findings consistent with a st-elevation myocardial infarct (stemi). Subsequently, the patient received a percutaneous coronary intervention (pci). While this intervention was being carried out, wiring interacted with the previously implanted aortic valve, causing a leaflet to tear. In turn, regurgitation of the valve was then identified of unknown severity. A valve-in-valve procedure was then planned to treat the regurgitation with the use of a non-medtronic (edwards) valve. Per the physician, the cause of the torn leaflet was due to the wiring during the stemi pci. Additional information was received that the regurgitation was severe central aortic regurgitation. The torn leaflet and regurgitation occurred during the stemi when attempting to re-engage the left anterior descending artery. Per the physician, the torn leaflet caused the regurgitation. Per the physician, the valve did not cause or contribute to the stemi.

Event description:
It was reported that after a patient had a transcatheter aortic valve implanted, they re-presented to the hospital with symptoms and findings consistent with a st-elevation myocardial infarct (stemi). Subsequently, the patient received a primary coronary intervention (pci). While this intervention was being carried out, wiring interacted with the previously implanted aortic valve, causing a leaflet to tear. In turn, regurgitation of the valve was then identified of unknown severity. A valve-in-valve procedure was then planned to treat the regurgitation with the use of a non-medtronic valve. Per the physician, the cause of the torn leaflet was due to the wiring during the stemi pci.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.